Manufacturer narrative:
The insulin pump passed selftest and displacement test. The insulin pump was received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. It was reported that the pump error recurred. Troubleshooting was performed. Fill cannula was performed but bolus amount was not seen in the daily history. The insulin pump was returned for analysis.